Event description:
It is reported that the insulin pump is not delivering the insulin fast enough. Customer thinks that there is a delivery anomaly, which started three weeks ago. Customer stated that two years ago ems was called because he was unconscious due to low blood glucose. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.